Event description:
Pt called lfs in 2004 alleged that their meter was missing segments. The pt stated that they were unable to test so they visited their physician. The pt's blood sugar was tested on the physician's meter and the result was 150 mg/dl. No treatment was reported. Based on the info provided, the meter did malfunction, however there is no evidence that the meter contributed to a serious injury. A new meter and test strips are being sent to the pt.